Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implant but not used due to placement difficulty. The lead would not advance into the branch and a second branch was reached, however the lead caused phrenic nerve stimulation all along the vessel. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.